Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23-oct-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the material was examined using thermo- nicolet is50 fourier transform infrared (ftir) spectrometer equipped with a continuum microscope both on and off crystal areas. The material was identified as an acrylic compound similar to poly(ethlacrylate) indicating the material is consistent with iol material. The ftir spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.9000 correlation. The complaint issues "cosmetic issues" and "foreign material- embedded" were not identified during product evaluation. The observed "foreign material - loose" is similar to the reported complaint issue "foreign material- embedded". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation, the preloaded monofocal intraocular lens (iol) had a mark/plastic material/residue that could not be removed. The iol was removed and replaced in the same procedure. No injury to the patient was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed/replaced during the same procedure. Section d6b - explant date: n/a - lens was removed/replaced during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.